Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report multiple sensor issues on the insulin pump. It was reported that the insulin pump alarmed weak signal and sensor. Customer's blood glucose reading was 403 mg/dl. Nothing further reported.